Event description:
It was reported that low pacing impedance and over-sensed noise leading to inappropriate automatic mode switch were noted on the right atrial (ra) lead. The ra lead was capped on (B)(6) 2025. The patient was stable.

Event description:
New information received indicates that the ra lead was replaced during the same procedure it was capped.